Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously elevated troponin (accu tni) results generated by the access 2 instrument for a single patient. A pt sample was tested for accu tni and a result of 79.9ng/ml was obtained. The sample was retested twice and accu tni results were 13.2ng/ml and 0.86ng/ml respectively. The original sample was sent to another lab and a result of "<0.03ng/ml" was obtained. The erroneous results were not reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
Qc ran after the event failed. A system check and calibration also failed. The specimen was collected in a lithium heparin tube and was centrifuged for 10 minutes. Per customer, these are the only results in question. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered there was no wash buffer in line from the wash valve to the main pipettor. Per fse, the wash buffer bottle was empty, but the reservoir was full. The fse also noted a lot of air in both pumps. The fse primed the system and then performed a system check which passed. The fse verified the repair per established procedures and results met published performance specifications. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.